Event description:
Reporter indicated a vns patient had a recent increase in seizures, and the patient was sent to a surgeon for evaluation for possible vns replacement. Vns diagnostics at the surgical consult indicated normal device function, and no vns surgery is planned at this time. Attempts for further information from the reporter are in progress.